Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced a bolus anomaly. It was reported that alarm was stopped. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Noun expected insulin flow blocked or bolus stopped alarms noted. Installed a water filled reservoir, primed device, and programmed with multiple boluses. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus or delivery anomalies noted during testing. Device was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.